Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, louder to rewind, insulin squirt during prime and rejecting the new batteries. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the device unit delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. A test battery was installed and the device powered up properly. No failed battery test alarm, battery out limit alarm or unexpected pump reset or lost settings anomaly noted. No motor error alarm, prime or fill anomaly, low battery alarm, drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.